Manufacturer narrative:
Date of treatment and implant: estimated date. Unique device identifier (UDI#): in the absence of a reported part number, the UDI cannot be calculated. Product performance engineering reviewed the incident information; however, there was no reported device malfunction and the product was not returned as the scaffold remains in the anatomy. A review of the lot history record and complaint history of the reported device could not be conducted because the part and lot number were not provided. The reported patient effects of angina and restenosis, as listed in the absorb gt1 instructions for use are known adverse events associated with the use of a coronary scaffold in native coronary arteries. Based on the case information, a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined and the treatment appears to be related to the circumstances of the procedure. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported that the unspecified absorb gt1 scaffold was implanted about 4 years ago and restenosis was noted on (B)(6) 2020. The patient had chest discomfort. The area was re-stented. No additional information was provided.